Event description:
A surgeon reports that four years following intraocular lens (iol) implant surgery, a pt reported a decrease in visual acuity. Upon examination it was noted that the lens was opacified. The lens will be exchanged. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any info traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 05/01/2008.